Event description:
The handpiece was returned to the manufacturer for service, and during the investigation an unknown substance was found on the device. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation an unknown substance was found on the device and then reported. A follow-up report will be submitted after the quality investigation has been completed.